Manufacturer narrative:
Manufacturing report 2017865-2025-92936 should not have been reported as a medical device report (MDR) as the malfunction reported was associated with a lead not manufactured by abbott.

Event description:
Additional information was received that the cause of the event was alleged to be due to the medtronic lead, not the abbott device.

Event description:
It was reported that the patient experienced syncope and upon investigation, episodes of crosstalk were observed on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.